Event description:
Hosp grade plug wiring not making firm contact with hold down screw. Insulation on power cord leading to the plug had been cut and repaired with beat shrink tape/tubing. These problems were noted on 2 arthroscopic system carts. Power plug on both carts replaced.